Manufacturer narrative:
Additional suspect medical device components involved in the event: 18675674 product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 7129334.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure wherein this lead was explanted for an unknown reason. No additional adverse patient effects were reported. No additional information was available.